Manufacturer narrative:
Visual inspection of the returned (B)(4) neck provisionals size b and size e confirms that the devices are fractured. It has also been noted that there are gouges and wear marks on the surface of both the provisionals. Review of the device history records did not find any deviations or anomalies. Trial e has a potential field age of approximately 9 years while trial b has a potential field age of 2 years, 8 months. The frequency of use of the devices is unknown. These devices are used for treatment. Product history search for both devices revealed no additional complaints against the related part and lot combinations. Surgical notes were not provided, therefore it is unknown whether the surgical technique was followed. The gouges and wear marks exhibit multiple uses. It is likely that the fracture happened due to normal wear during the instruments' field life.

Manufacturer narrative:
(B)(4). Other device used: catalog #00780501200, kinectiv technology provisional neck, lot #60845694. This report will be amended when our investigation is complete.

Event description:
It is reported that during hip arthroplasty, modular femoral necks broke during trial reduction. The pieces were retrieved and surgery continued.